Manufacturer narrative:
Product ID: 3093-28 lot# v464758, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient reported a power on reset (por) condition. Additional information was requested, but not available as of the date of this report.